Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified,the weight of the device within specification, a deformation, crease fold, wear abrasion, yellow particles on the shell, and bubbles. Voids and a cloudy color were observed in the gel after the autoclave process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker's grade unknown and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker's grade unknown and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.